Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. Complaint sample was not returned at the time of this report, therefore, a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called and stated she was using the sleek tampons for the first time. She used 8-10 and on nearly all occasions. She reported the tampons fell apart during removal. This was over a 2 day period. She was able to remove all pieces from the vaginal canal and no medical care was required.

Manufacturer narrative:
Additional information was received as the complaint sample was returned on 11-10-16. The visual examination did not observe any product defects or abnormalities. There is no change to original investigation. Device available for evaluation - yes, returned to MFR. Device evaluated by manufacturer: yes.